Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive damage to multiple power supplies and components. The cause of the inability to power on is the damaged power supplies and components. The cause of the damaged power supplies and components is high voltage deviating to low voltage circuitry. The root cause of the voltage deviation cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.